Event description:
Tubing was detached from the bottom of vamp adult when customer opened package.

Manufacturer narrative:
Evaluation results: customer report was confirmed. Rec'd (1) vamp adult system. Tubing was found completely broken off from uv bond joint with reservoir. Tubing was bent near the site of damage. (B) (4)

Event description:
In 2009, epidural placed for vaginal delivery. Pt with scoliosis, left sided numbness following first placement - second epidural placed with desired numbness. Severe headache following first epidural. The next day, confused/combative - blood patch. On the same day, transferred to wake forest university baptist medical center with diagnosis of bacterial meningitis probably related to epidural anesthesia. Dates of use: 2009. Diagnosis: epidural anesthesia for vaginal delivery.